Event description:
The customer reported a failure to scquire a 12 lead ECG. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to scquire a 12 lead ECG. There is no reported patient involvement. The device was sent to the philips bench for evaluation. The reported symptom was reproduced. The ECG connector was noted to be worn. The ECG connector was replaced due to wear. The device passed all testing and was returned to the customer site. Replacement of the connector resolved the issue.